Event description:
It was reported that the patient experienced syncope and fell down. The device was found to be functioning normal. The patient condition is okay.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.